Event description:
As reported by the user facility: ref # (B)(4) serial # 186053. Over infusion: pump was set to infuse a 150ml bag continuous infusion of zofran, ondansetron over a 24 hr period. After approx. 9-10 hrs bag was empty. The nurses thought the medication bag from pharmacy was short and didn't contain the full 150ml since it had completed already. They opened an investigation with their pharmacy. Over a 36 hour period they infused 3 150ml medication bags when the pharmacy concluded their bags were the correct 150ml's. They pulled the pump off the pt and sent it to their pharmacy who called it in to us. No pt injury or adverse effects reported. They reported over this 36 hour period due to the number ob bag changes, the pump had been reprogrammed a few times, but each time it still delivered too quickly.

Manufacturer narrative:
Exemption number (B)(4). (B)(4). Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report #(B)(4). The actual pump involved in the reported incident was returned for evaluation. The volumetric accuracy was tested three times with a rate of 7.06ml/h and a volume to be infused of 150.0ml. The results were all within specification at 151.0ml, 153.0ml and 153.0ml, no free-flow with the door closed or opened occurred. The pump's operational log was reviewed. On (B)(6) 2012 at 8:50:32pm zofran was selected in the drug library, a volume to be infused (vtbi) of 150.0ml and a rate of 7.06ml/h was entered. At 8:51:20pm the infusion was started. The infusion ran until the next day, (B)(6) 2012, and it was stopped at 6:42:42am with a total volume infused of 69.57ml or 100.0% of the expected volume. At 6:43:22am a new vtbi of 15.43ml was entered. At 6:43:24am the infusion was restarted with the same rate of 7.06ml/h. At 7:32:28am the infusion was stopped with a total volume infused of 5.77 ml or 101.9% of the expected volume. At 7:32:53am a new vtbi of 1.66ml was entered, and at 7:32:56am the infusion was started with the same rate of 7.06ml/h. At 7:36:06am the infusion was stopped with a total volume infused of 0.38ml or 101.9% of the expected volume. At 7:36:24am a new vtbi of 14.28ml was entered and at 7:36:26am the infusion was re-started with the same rate of 7.06ml/h. At 9:09:59am the infusion was stopped with a total volume infused of 11.0ml or 100.0% of the expected volume. At 9:10:46am a new vtbi of 127.20ml was entered, and the pump pressure was set at level 9. At 9:11:20am the "battery near empty; on" message was displayed. At 9:11:30am the infusion was started (7.06ml/h rate). At 9:12:03am the pump was plugged into ac power outlet. At 11:54:34am the infusion was stopped with a total volume infused of 19.19ml or 100.0% of the expected volume. At 11:54:53am the infusion was re-started, no change in rate. At 12:31:19pm the pump was unplugged and switched to battery (dc) power. At 1:53:13pm the infusion was stopped with a total volume infused of 13.92ml or 100.0% of the expected volume. At 1:53:21pm the infusion was re-started with the same rate of 7.06ml/h. At 5:56:28pm the infusion was stopped with a total volume infused of 28.6ml or 100.0% of the expected volume. At 5:56:43pm the infusion was started (7.06ml/h rate). At 6:18:54pm the "battery near empty; on" message was displayed then at 6:48:53pm "battery alarm; on" was displayed and the infusion was stopped with a total volume infused of 6.14ml or 100.% of the expected volume. At 6:51:54pm the pump was powered off. At 8:17:47pm the pump was powered on, and at 8:18:12pm a new vtbi of 9.35ml was entered. At 8:18:17 the infusion was started with the same rate of 7.06ml/h. At 8:18:43pm an upstream alarm occurred and the infusion stopped with a total volume infused of 0.05ml or 100.0% of the expected volume. At 8:30:44pm the upstream alarm was turned off and at 8:31:00pm the infusion was re-started, no change in rate. At 9:39:58pm the infusion was stopped with a total volume infused of 8.11ml or 100.0% of the expected volume. At 9:42:13pm the infusion was re-started with the same rate of 7.06ml/h. At 9:49:13pm the "vtbi near en; on" mess was displayed. At 9:50:24pm the infusion was stopped with a total volume infused of 0.9ml or 101.0% of the expected volume. At 9:50:30pm the pump was placed on 'standby' then at 9:55:59pm the pump was taken out of 'standby' and a new vtbi of 140.20ml was entered. At 9:56:11pm the infusion was re-started with the same rate of 7.06ml/h. At 10:00:15pm an upstream alarm occurred and the infusion stopped with a total volume infused of 0.48ml or 100.0% of the expected volume. At 10:00:29pm the alarm was turned off. At 10:00:38pm the infusion was re-started, no change in rate. The infusion ran until the next day, (B)(6) 2012. The infusion was stopped at 4:07:14am with a total volume of 43.13ml or 99.8% of the expected volume. Also, the pump was unplugged 4 times during this infusion. On (B)(6) 2012 at 4:10:07am a new vtbi of 70.0ml was entered. And, at 4:10:10am the infusion was started with the same rate of 7.06ml/h. The infusion was stopped at 4:20:21am with a total volume infused of 1.2ml or 100.0% of the expected volume. In a follow up with the facility, the reporter stated that the pump was set to infuse 7.06ml/h. The nurse indicated the bag was empty in 9-10 hours. They ran a total to three (3) 150ml bags on this pump over a 36 hour period and each time they indicated it infused too quickly. The pump was reprogrammed to infuse at a slower rate 3.06ml/h, but still infused too fast. The pump was brought to the facility's biomed and tested and the over infusion could not be duplicated. The actual set was not in the pump when brought to biomed. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. The pump operated as intended and the reported failure could not be reproduced. All available info has been forwarded to the device manufacturer.